Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was also received with serial number label faded and stained, end cap address label faded, case cracked behind the pump near the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump sometimes gives battery failed alarms. Customer also reports that there are parts of the screen that the customer can't see. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 101 mg/dl. Product will be returned for analysis and replacement has been sent.